Event description:
New information received notes that post-paced t-wave oversensing recurred. The patient was asymptomatic. Further programming changes were made and the device remains implanted. Remote monitoring will continue.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up and post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.